Event description:
During an ureteroscopy with laser lithotripsy procedure on a (B)(6) male pt, the tip of the laser fiber broke off inside the pt's left kidney. This was not evident at the time of the procedure but was noticed afterwards. The piece was retrieved once it was noticed.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
Lot # not provided by reporter. Expiration date unknown as lot # is unknown. UDI # unknown as lot # is unknown. (B)(4). Investigation: a review of the complaint history, instructions for use (IFU), specifications and a visual inspection of the complaint device was conducted for the purpose of this investigation. Based on the visual inspection, there do not appear to be any cracks and/or fractures along the length of the device. The tip of the laser fiber appears to have a clean cut and does not look to be fractured or have undergone any brittle separation at that point. This fiber is intended for use with the odyssey 30¿ holmium laser system in order to fragment urinary calculi as well as having soft tissue applications including incision/excision, ablation, and coagulation. There is no evidence to suggest the device was not manufactured according to current specifications. Based on the available information, the root cause could not be determined. We will continue to monitor for similar complaints and the appropriate internal personnel have been notified.

Event description:
During an ureteroscopy with laser lithotripsy procedure on a (B)(6) male patient, the tip of the laser fiber broke off inside the patient's left kidney. This was not evident at the time of the procedure but was noticed afterwards. The piece was retrieved once it was noticed.